Manufacturer narrative:
A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 22mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a report that referenced four different incidences, which were associated with separate units. This is the first of four reports. Refer to 8030647-2018-00189 for the second report. Refer to 8030647-2018-00190 for the third report. Refer to 8030647-2018-00191 for the fourth report. It was reported that the swivel outer diameter (od) on the closed suction catheter is easily separating from the inner diameter's ID portion of the adapter. The customer always discards the flex connector that comes in the halyard #2210 kit and replaces it with a covidien etc02 adapter. The connection fits prior to placing it on the patient; however, it easily separates under normal ventilating pressures. There was no injury to the patient that occurred with any of the catheters. In each case the catheter was simply replaced with another device. No additional information was provided.

Manufacturer narrative:
The product involved in the report has been returned for evaluation. Two sample suction catheter samples and one flex connectors were received. There was no product packaging received. The male inserts of the dse (double swivel elbow) were examined. There is no visible damage to the manifolds or to the male inserts. The male inserts swivel, but resistance was felt. The 15mm end of the flex connector was attached to the male insert of the dse (as matched when received), stopping at the point at which initial resistance was felt. The flex connector was rotated on the male insert. The samples showed that the male insert and the dse male insert did not rotate with the flex connector. All information reasonably known as of 10apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).